Event description:
It was reported that this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) reviewed engineering analysis of device data and confirmed that the voltage alert was due to elevated battery impedance. The plan was to continue monitoring. This device remains in service. No adverse patient effects were reported.